Event description:
The reporter stated after the iol was loaded, the fitment of the mtc-60c fp cartridge was too tight and was causing the iol to tear. The reporter stated it occurred prior to surgery and there was no patient contact.

Manufacturer narrative:
Other (cartridge fitment is too tight) - evaluation results - (other): a cartridge lot number search was performed and no similar complaint was found.